Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: according to the hospital staff member, during preparation for infusion, after spiking the IV bag and while attempting to use the infusion pump, the infusion set unexpectedly came apart. The separation occurred just below the connection point of the set segment, with the tubing detaching from the pump segment. The customer indicated that this is the second occurrence of the same issue, with the previous incident having occurred approximately two weeks earlier. Both incidents were reported by the same nurse. In each situation, the issue was identified when the staff was ready to initiate infusion on the patient. The associate confirmed that no patients were harmed as a result of this issue. Product: bd alaris lvp 20d 2ss cv ref#: 2420-0007 lot#: 25095848.